Event description:
It was reported that the sensor deployed on its own. Product was provided for investigation but not evaluated as analysis would not be able to confirm the complaint nor determine a potential root cause. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3: device evaluated by manufacturer - correction h3 other text : device not evaluated as analysis would not be able to confirm the complaint nor determine a potential root cause.

Event description:
Subsequent to the initial report, a correction is required.